Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product, animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: during investigation, the black box and pump history were not able to be downloaded. The pump powered on normally. During evaluation, in multiple attempts to enter the home screen with fully charged batteries, replace battery alarms were emitted. There was evidence of corrosion visible in the battery compartment. Unrelated to the complaint, the battery compartment was observed to be cracked at the top at the threads. The threads on both the compartment and the cap are intact. The battery cap was able to fully tighten on the pump. The battery cap height and width were found to be within specifications. During testing, the pump failed the leak test due to battery compartment cracks. The pump was opened and corrosion was found on the force sensor plate.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated today he noticed moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.